Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. The explanted device will be sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.

Event description:
During a femoro-popliteal bypass surgery, the graft was reported to leak. The surgeon replaced the graft. This led to a longer duration of the procedure. No pt injury was reported.